Event description:
Knee swelling, painful behind right knee and left knee pain, right knee effusion, delayed sensitivity reaction. In dec 2004 from a pt, with a history of arthritis and prior synvisc treatment in one knee (2.5 years ago with no adverse effects and a reduction of arthritis pain) who experienced right knee swelling, pain behind right knee, right knee effusion, left knee pain, left knee swelling, and an allergic reaction. They began treatment with synvisc in 2004. The pt received a series of three synvisc injections to both knees on 2004, a week after and 2 weeks later. Shortly after the final treatment the right knee swelled up and became very painful behind the knee. In 3 days later 20 ml of fluid was drained form the right knee. The aspirated fluid was tested and found to be negative for infection. On the following day 75 ml of fluid was drained from the right knee. On the 3rd day 100 ml was drained from the right knee and the physician also administered a hydrocortisone injection. All treatments were performed as outpatient procedures. The pt also experienced a small amount of pain and swelling in the left knee, but it did not require treatment. They indicated their physician believed they may have been experiencing an allergic reaction to having synvisc administered to both knees at the same time. At the time of this report, the pt indicated the right knee pain and swelling have started to subside. Additional information was received in a week later from the physician. The physician indicated the pt did not have a history of over use or trauma so he believed there was a causal relationship between the synvisc injections and the reported events. The physician through it looked like a delayed sensitivity reaction to synvisc. Review of data did not indicate trends that could be associated to any product complaint.